Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 61 mg/dl. Customer treated with food. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken off end cap, missing motor, cracked display window corner, scratched lcd window, cracked belt clip and cracked reservoir tube lip. Unable to test for prime alarm due to missing motor. Unable to inspect the drive support disk due to end cap broken off.